Event description:
It was reported that the asymptomatic patient received in- appropriate hv therapy due to post-sensed t-wave oversensing on the ventricular lead. The ventricular sensitivity was decreased, but a large t-wave and a decrease in impedance was still observed. Therefore, the lead was explanted and replaced. The patient had been in a motor vehicle accident in the spring of 2008.

Manufacturer narrative:
Analysis found that a partial lead was returned. Electrical analysis of the lead portion was normal. Several abrasions were noted on the outer insulation, but the etfe insulation of the cables was found to be normal. The damage found is consistent with that occurring during the explant procedure.